Event description:
It was reported that a recent alert was received for high, out-of-range shock impedance (>125 ohms) from this right ventricular (rv) lead. Boston scientific technical services (ts) was contacted and confirmed that the rv lead amplitude measurements were often low, but there was no evidence of lead mechanical noise. Nevertheless, extensive rv lead in-clinic troubleshooting was recommended, such as via provocative maneuvers, isometrics, and potential commanded shock testing to evaluate the lead integrity. Additionally, it was mentioned that there previously may have been allegations of over-sensing. At this time, the system remains implanted and in-service. No adverse patient effects were reported.